Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a loose bearing.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the component is unknown. Review of the device history records for the poly liner did not find any deviations or anomalies. The product was used for treatment. No other complaints of any type have been reported for this poly liner lot. The part numbers for the other components implanted with the poly liner are unknown, therefore it could not be confirmed if the devices used are an approved and compatible combination. Operative notes were requested however none provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer biomet considers the investigation closed.